Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 119 mg/dl. The customer was able to clear the alarm and finish complete prime process. The customer reported that the alarmed occurred during self test. The customer reported that the alarm occurred three times within a week. The customer was able to perform self test. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.